Event description:
The customer reported error code 110.6021 when turned on.

Manufacturer narrative:
Additional information: d10, g4, h6 (method, results, conclusion). The customer reported problem was confirmed. The device was repaired, passed all required testing and specifications and released back to the customer. A review of the device history record for (B)(4) was performed from 9/30/2019 to 8/28/2020 and confirmed that this device was not previously returned for servicing. Also, there were no production failures indicated on the source device.

Manufacturer narrative:
A follow up report will be submitted with failure investigation results should the device be received for evaluation.

Event description:
The customer reported error code 110.6021 when turned on.